Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The reported observation of ¿connection problem with the generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was no ascertained. The device had entered the service application state approximately a year prior to the reported event. No further information was provided. The device was not subjected to ate due to the state of the device as received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg would not communicate with external devices. Patient felt the ipg had moved, but x-rays did not confirm the issue. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.